Manufacturer narrative:
Device evaluated by MFR: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that vessel dissection occurred. The patient presented with three previous bypasses that were closed after two years. Vascular access was obtained via the radial artery. The non totally occluded, 10cm in length, 3mm in diameter target lesion was located in the severely tortuous and severely calcified right coronary artery (rca). After the distal area was dilated using a balloon catheter, a little proximal from there, a 145, 5-in-6 guidezilla¿ guide extension catheter was used as neither the 12x2.25mm synergy¿ stent nor the 2x12mm non-bsc stent was able to cross. The guide extension catheter was advanced in the rca beyond the first curve. A non-bsc stent was deployed in the distal area where it is expected to be implanted. However, the guide extension catheter dissected the area of the artery where the tip was, due to a very strong curve. A stent was then placed to protect the artery, but there was a dissection between both stents due to "hcp". An attempt to place a 2mmx08mm non-bsc stent to cover dissection, but it failed to cross. The physician lost position and had to re-cross the dissection, but the proximal artery to the proximal stent also had a dissection. A non-bsc wire was used, but it was so stiff and it straightened the artery a little bit, which made the 2x20mm apex balloon catheter or any devices cross through the proximal dissection. The case was already an hour and a half long with 300ml of contrast used, the physician sent the patient to the critical care unit. No further patient complications were reported and the patient's status was stable.